Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ins, model 3058, s/n (B)(4), found ins setscrew additional setscrew under grommet. An extra setscrew was returned outside of the ins. It was noted that the setscrew received inside of the device was in the correct position and was able to be backed out, advanced, and torqued down without any issues. The ins grommet was missing from the header block. Damage was noted on the tecothane surface under the grommet, but no damage was visible to the wrench-access shaft. Silicone/fm was observed in the head of the setscrew that was returned outside of the ins. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the representative clarified not being aware of sending back an ins with an intact setscrew and a separate setscrew; rather thought only sent back an ins with a single unseated setscrew. During the case the surgeons did not source a second setscrew either. The representative noted that all attempts made by the surgeons during the case were to tighten up what they thought was a single setscrew. When this fell out (and became desterilized), no more attempts were made.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
A healthcare professional (hcp) reported via a manufacturer representative that the screw of the implantable neurostimulator (ins) did not advance into the threaded portion during implant. When the hcp attempted to tighten the setscrew, the setscrew turned more than usual and the torque wrench was not clicking to indicate sufficient tightening had occurred. When the torque wrench was removed from the ins, the set screw fell out of the battery header. Using the torque wrench, attempts were made to reposition and rehouse the screw into the threaded portion of the battery holder. The hcp tried clipping off some of the silicon seal around the screw hole to clear the site. When the hcp tried to rehouse the screw, the screw slipped and fell onto the floor. A second ins was used and successfully implanted. After the procedure, the hcp noted that when looking at the two inss after being taken out of the package, the setscrew of the first ins sat "proud" of the thread and the setscrew of the second ins did not. The issue was resolved and the patient was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.